Event description:
It was reported by service report that the bed scale was not working properly and the lift motor was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Faulty nut in lift motor.